Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that one of the remaining implanted leads was tested for impedances intra-operative and high impedances were seen. An implantable neurostimulator (ins) replacement occurred on (B)(6) 2017 due to normal depletion. Intra-operative impedance testing at the time of the replacement showed that 6 of the 8 contacts in the header 0-7 had readings of > 10,000 ohms. The header 8-15 showed normal impedances when the manufacturer representative changed their reference point to any spot on the 8-15lead. The health care professional (hcp) was advised to utilize the contacts that were viable. The issue was not resolved. Further follow-up was initiated for device information. Additional information was received on 2017-01-13 from the representative providing the device information. It was reported that no actions/interventions were taken to resolve the high impedances as it was only booked as a battery replacement. Therefore, the patient was only under monitored anesthesia care (mac). The hcp took the lead out of the header, wiped it, and re-inserted it. The representative then did another impedance test with the same result. The high impedance did not resolve however t he patient was getting great coverage and stimulation post-operative from the groups that were created using only contacts 8-15. It was reported that they did not test parasthesia overlap as the patient was sedated. The representative had run the impedance check in the pocket as the new ins was connected.